Event description:
The facility reports the pt had been showered and was to be assisted from the cabinet when the chair and pt fell into the cabinet. The chair had become detached from the rails. The pt suffered a small abrasion on the buttock area.